Event description:
Respond (B)(6) (right groin dissection). Procedure summary: the subject was enrolled into the respond study on (B)(6) 2014. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 600mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus valve. There was correct positioning of a single prosthetic lotus valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Event description: right groin dissection (001): on (B)(6) 2014, on the same day of index procedure, the subject's right groin was noted to be dissected. Site has confirmed that the lotus introducer has attributed to the dissection of right groin. The dissection in the groin was treated with stent implantation. Of note, site has been queried to confirm if the event meets the varc criteria of vascular complication. Per edc, no laboratory tests were performed and no transfusion was performed. The varc classification for the bleeding event was unknown. On (B)(6) 2014, the event was considered to be recovered/resolved. On (B)(6) 2014, the subject was discharged. No additional information is available and site has been queried to provide further details. Potential relationship to study procedure per investigator: related. Lab data: na. Adjudication results: event 1: right groin dissection. Adjudication results: no cec adjudication results required.

Manufacturer narrative:
This adverse event is part of clinical study respond (B)(6).